Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that drug information reads baclofen dosage 130.14 mcg/day 500 mcg/ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) 500 mcg/ml at 130 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient presented to the emergency department (ed) at the hospital with symptoms of withdrawal. The symptoms were that the patient was irritable and withdrawing her legs more. The hcp stated that a computed tomography (CT) of the catheter showed that the catheter was dislodged and coiled outside of where it needed to be and could not repair until monday. The hcp asked if they could keep the [pump] running. The issue was not resolved through troubleshooting. Additional information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (gablofen) 1000 mcg/day at 75 mcg/day via an implantable pump for intractable spasticity. It was reported that per the physician, patient recently lost therapeutic effect from the intrathecal baclofen. Device was just recently implanted on (B)(6) 2024. Physician stated that he believed patient's repetitive rocking back and forth pulled catheter out of intrathecal space. Physician states that recent imaging showed that catheter was no longer intrathecal and was muscular vs subcutaneous. Patient was taken to the operating room today for a planned catheter revision. She was placed in a prone position and the physician first started by opening the midline lumbar incision. He dissected down to the existing spinal segment and removed the anchor and 27.5 cm of the spinal segment from the existing intrathecal catheter. He was given an 8782 catheter revision kit and was placed at t6; 55.5 cm was trimmed from the new spinal segment. The physician then used a collet to connect the new segment to the remaining proximal pump seg ment. Incisions were then irrigated and closed. At the end of the surgery, the patient was placed back in a supine position. The physician then used a 8540 catheter access kit to access the catheter access port. He aspirated approximately 2 ml from the catheter to clear any remaining drug from the proximal segment of the catheter. The physician then confirmed the new programming which included reducing her current intrathecal dosing from baclofen 130 g/day to 75 g/day, which was approximately 42%. The issue was resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was 36 kg and patient's medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.